Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was used to treat a blocked cyst during a drainage procedure performed on an unknown date. During the procedure, when releasing the stent's first flange, it was very slow to expand. Subsequently, when deploying the stent's second flange, it was unable to be deployed despite several attempts due to resistance. The stent was removed with only the stent's first flange being deployed. The procedure was completed with an alternative method of draining the cyst. There were no patient complications reported as a result of this event. Note: no further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was used to treat a blocked cyst during a drainage procedure performed on an unknown date. During the procedure, when releasing the stent's first flange, it was very slow to expand. Subsequently, when deploying the stent's second flange, it was unable to be deployed despite several attempts due to resistance. The stent was removed with only the stent's first flange being deployed. The procedure was completed with an alternative method of draining the cyst. There were no patient complications reported as a result of this event. Note: no further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: an axios stent and electrocautery-enhanced delivery system were received for analysis. The stent was received fully deployed and expanded. Visual inspection was performed, and no problems were noted with the stent or delivery system. Product analysis did not confirm the reported event of stent partially deployed as the stent was received fully deployed and expanded. Additionally, the reported event of stent difficult or slow to expand could not be confirmed because this occurred during the procedure and is not possible to replicate in the laboratory of analysis. However, the reported events are noted within the instructions for use (IFU) as potential adverse events associated with the use of the device. Therefore, a review and analysis of all available information indicated the most probable cause is known inherent risk of device. A product labeling review identified that the device was used per the instructions for use (IFU) / product label.